Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department from the obstetrics department with an unsigned note that stated "error code needs to be evaluated". It was reported this occurred during set up prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device/pump was in clinical use. During testing at the user facility, the device displayed a 11/004 (less than 2.0 volts on lithium battery) service alarm code. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.